Manufacturer narrative:
It was determined that report number 3004209178-2017-03996 contained a duplicate of the event contained within this report (report number 3004209178-2017-04184). To this end, if any additional information is received, it will be submitted under report number 30042 09178-2017-04184, rather than 3004209178-2017-03996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was explanted without being replaced on (B)(6) 2017 due to an "event" that occurred. It is unknown if the issue was resolved. There was no known impact or consequence to the patient. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event resulted in an in-patient hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the diagnostic method included an examination on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the extension was partially visible through the associated wound as a subclavicular, left abdominal, and retroauricular wound healing disorder was noted. The diagnostic methods included an examination and the patient reporting wound healing to the health care provider (hcp) on (B)(6) 2017. The etiology was not addressed. The actions/interventions included explanting and not replacing the implantable neurostimulator (ins) and extension on (B)(6) 2017; the event resulted in an in-patient hospitalization and in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function . It was stated that the event was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37081-60, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. Upon review of the additional information received, it was determined that device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was possibly related to the device/therapy, and related to the implant procedure; the implantable neurostimulator (ins) and extension were noted. The clinical diagnosis was also updated to extension migration and a disturbance of wound healing.